Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The most probable cause of this occurrence is failure of the component. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The customer alleges that the valve of the peel-away sheath was attached in an irregular shape. Although the physician using the device felt discomfort with it, he used the product, which resulted in severe bleeding from the patient. The patient was given a blood transfusion after the procedure. The catheter itself was implanted, and the patient started dialysis without any problems from the following day of the occurrence date. The patient had severe valvular disease as an underlying condition, which may have caused the severe bleeding, but the causal relationship between the patient's bleeding and his/her underlying condition is unknown.